Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was showing the "apply sample" message when the patient was attempting to test. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue started at 2pm on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and did not specify whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 12 hours after the alleged product issue occurred they developed the symptoms of "stress and nausea," but denied requiring any form of treatment as a result of the alleged product issue. At the time of troubleshooting, the csr asked the patient to walk through their testing steps and found that they were correct. The patient did not have any testing supplies available in order to walk through a retest. The products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
This supplemental is being sent to include information omitted from follow-up #1. The lay user/patients meter has also been returned and evaluated by lifescan product analysis; however, the following findings were not included in the previous submission: the meter involved with this complaint failed testing. The reported issue was confirmed. The meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. The alert date has been updated to reflect the date meter evaluation was completed. The 'device returned to mfg date' has also been amended and the appropriate evaluation codes included. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.